Event description:
While the unit was in use on a pt, the unit would not pump for four heart beats intermittently. The trigger operated normally and no alarms were activated. The pt was switched to another unit and therapy was continued. No pt injury was reported.